Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: verbiage received, "we are experiencing an increased number of 2.7 ml blue tops which are overfilling. The current lot we are using is 1014037. I know that in 2018 there was a product notification regarding this issue but the notice stated the issue was resolved. "

Manufacturer narrative:
H6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 production lot in house retention tubes samples were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: verbiage received, - "we are experiencing an increased number of 2.7 ml blue tops which are overfilling. The current lot we are using is 1014037. I know that in 2018 there was a product notification regarding this issue but the notice stated the issue was resolved. "